Event description:
The pt had a cardio angiogram and needed bypass surgery. The pt had blown out the apex of the heart. During angio, a clot from the aortic arch broke off and went into the distal carotid artery. The pt was placed on a balloon pump and after much deliberation they fully heparinized the pt. The physician notified the family that the prognosis was not good. During the mechanical thrombectomy procedure, the physician brought the tip of the psc054 up the ica to the distal portion through a 7f shuttle sheath. There was a hard fibrous clot in a 4 mm vessel that was totally occluded. The clot was described as a fibrous clot that came from the heart. The separator was put into the psc504 and then moved into the clot. The separator kept going lateral to the clot which was the same size as the vessel. After about 30 minutes of aspiration without success, the physician started to get more aggressive and after about 50 minutes he saw a perforation of the carotid artery. The physician believes he perforated with the separator. He then placed six coils to close the perforation.

Manufacturer narrative:
The device was not returned. Without the return of the device, the root cause of the problem could not be determined. Vessel perforation and dissection are known and anticipated complications with these types of procedures are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.